Manufacturer narrative:
Neither the actual sample nor companion samples are available for evaluation. However, a batch review for the reported lot was performed which revealed no evidence of detects related to the reported condition that were noted during the manufacturing, testing, or inspection of the lot.

Event description:
This is a report received by international affiliate from a sales rep on 26-may-2008 about a transfer set which got loose and fell off the titanium adapter during the night. Through the open line the dialysate leaked into the pt's bed. As a result, the pt developed peritonitis and was hospitalized. The pt presented with cloudy dialysate but no other symptoms. Staphylococcus epidermidis was identified and after vancomycin 1g intravenous was administered, the pt's dialysate was clear.